Manufacturer narrative:
The medical center discarded all impella pump product at the time of explant. No benchtop analysis or hemolysis testing to root cause is possible. The patient was enrolled in the loqi registry, and the registry furnished no further details that lead to root cause. Should new information be shared that leads to root cause of the hemolysis a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp support for a preoperative heart valve patient that was ongoing when there was plasma free hg drawn and seen to be rising. The pump was also seen to be in less than optimal positioning within the left ventricle. In due to hemolysis concerns the team explanted the cp after just 93 hours of support time, and placed va ECMO instead. After explant of the cp, the patient's labs began to trend back down.